Event description:
A report was received that the patient was not receiving adequate coverage. Reprogramming was attempted with no success as high impedance contacts were noted. Impedance readings were tested in different positions and the contacts were connecting and disconnecting, believing that the lead might be fractured. The patient will undergo a lead revision.

Event description:
A report was received that the patient was not receiving adequate coverage. Reprogramming was attempted with no success as high impedance contacts were noted. Impedance readings were tested in different positions and the contacts were connecting and disconnecting, believing that the lead might be fractured. The patient will undergo a lead revision.

Manufacturer narrative:
Additional information indicates that the patient will not be revised at this time. The patient will notify bsn when scheduled in the future. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent an explant re-implant procedure wherein the lead was replaced with new one. During the procedure, it was discovered that the lead was mangled, filaments were exposed, paddle opened up, and several electrodes remained in the patient. The physician opted to leave the remaining electrodes in the patient because he felt he would cause more damage than good by "fishing" for them. The patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not receiving adequate coverage. Reprogramming was attempted with no success as high impedance contacts were noted. Impedance readings were tested in different positions and the contacts were connecting and disconnecting, believing that the lead might be fractured. The patient will undergo a lead revision.